Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. A device history review was performed, and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the interior mechanism of the attachment device was heavily corroded causing the cutter to stuck in the clamping mechanism. It was only possible to remove the cutter by destruction of bearings and safety rings. It was further determined that the device failed pretest for visual assessment, thimble set screw, cutter insertion and vibration. It was noted in the service order that the device was jammed and the cutter device was stuck in it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.